Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. No notable events were reported before the malfunction, and the issue was associated with malfunction code 12. Technical support assisted the customer with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which the customer acknowledged and understood.